Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was experiencing sweating, shaking, and ¿feeling different¿. At an unspecified time later, the patient became unresponsive. The patient¿s husband found her and called 911. The patient¿s cgm was reading 116 mg/dl at the time. No bg meter comparison value was reported. The patient was wearing a tandem insulin pump. Once ems arrived, the patient¿s bg meter reading was 56 mg/dl. No cgm comparison value was reported at this time. The patient was treated with IV fluids and transported to the ER. At the ER, her bg level was monitored hourly, however, no specific values were reported. The patient was discharged home after one hour. She was feeling ¿better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.